Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve into a 25 mm non-medtronic surgical valve with moderate-severe transvalvular regurgitation and a peak to peak gradient of 77 mmhg, a post-dilation was performed with a 23 mm non-medtronic balloon with no effect and then again with a 24 mm non-medtronic balloon with no effect. A 26 mm non-medtronic balloon was then used, after which severe aortic regurgitation was observed. A non-medtronic valve was then implanted, which was also post-dilated with a 26 mm non-medtronic balloon. During this post-dilation, the balloon burst and during removal from the patient, it became stuck in the common iliac artery. Surgical removal of the balloon was performed and the patient required endovascular aortic repair.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the medtronic valve did not cause or contribute to the death of the patient. The death was related to the endovascular treatment that was required as the post dilation balloon used after implant of the non-medtronic transcatheter valve was unable to be removed from the common iliac artery.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the post implant dilatation was performed due to residual gradient of 30 millimeters of mercury (mmhg). Severe central aortic regurgitation was observed following the balloon dilation.

Manufacturer narrative:
Updated b.2, b.5, h.1, h.6, imf. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died the following day as a result of the endovascular treatment required.